Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during setup for an arthroscopy there was a piece of hail inside the sterile package of the tubes. There was backup device available and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed only a strand of hair was received in plastic. The device and original packaging were not received. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods that may prevent future recurrence of the reported event. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the manufacturing process states the package should be free of particulate of possible human origin (hair or skin). No containment or corrective actions are recommended at this time.